Manufacturer narrative:
The specimen was run within 1 hour of collection, and was stored at room temperature. The instrument is currently within qc specifications with restect to accuracy and precision. A field service engineer (fse) was dispatched: a preventive maintenance (pmi) was completed on this instrument on (B)(6) 2009. The fse replaced hardware components. As of (B)(6) 2009 no other incidences have occurred. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erratic results for hemoglobin (hgb) and platelet (plt) on one patient's sample. Initial hgb result was 11.4g/dl. The specimen was re-tested several times and repeated results were in the range of 8.8-11.0g/dl. Initial plt result was 37x10^3cells/dl. The sample was re-analyzed several times and plt results were in the range of 21-37x10^3cells/dl. The results obtained in this event were not reported out of the lab. No change to patient treatment was associated with this event.